Event description:
The facility reported a colleague infusion device which experienced failure code 810:11 during programming / setup in the neonatal intensive care unit. The device was being used with a clearlink buretrol solution set with product code 2h8864. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
During initial assessment of a homechoice device, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010 during drain cycle 3. The drain volume was 3749 milliliters (ml).the programmed fill volume was 2200ml. This event meets overfill criteria. On (B)(6) 2010, product surveillance followed up with the nurse and provided the results of evaluation and the probable cause identified. The nurse stated that the patient was doing well on the new cycler. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: service history review determined that this device has not been previously sent into service for the reported condition of "(B)(4)". Trend review determined that baxter has received similar complaints.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).